Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, infection, surgical intervention (B)(4). Note; the date problem observed is unknown, but estimated as 1-2 years after implantation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unspecified type and suffered from deflation, pain swelling and an infection, surgical intervention on the right breast implant. As a result, the patient had undergone unilateral removal on (B)(6) 1998.